Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections and results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, no; staples in the track, yes (24); trigger engaged with precock, no. Functional tests and results: cycled instrument, yes. Based upon the inquiry information received, visual examination and functional test, it was concluded that the reported "device jammed" during surgery possibly occurred due to a damaged precock mechanism. The instrument was received with no staple loaded in the nose, with a damaged precock mechanism and with the driver adhered to the track with dried body fluids. The precock was examined and appeared to have been damaged by the forcing forward of the trigger before the firing cycle was complete.

Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.